Event description:
St. Jude prosthetic mitral valve placed as a mitral valve replacement for this pt. After rewarming the pt, the post op echocardiogram showed one of the prosthetic mitral valve leaflets was not functioning. The surgeon placed the pt back on bypass and repositioned the same valve. The pt was rewarmed, and the post op echocardiogram showed the same problem. One of the mitral valve leaflets was still not functioning properly. The surgeon placed the pt back on bypass and replaced the prosthetic mitral valve with another 25 mm st. Jude mitral valve. This valve functioned without any complications. The pt was placed on ECMO at the end of the surgical case. Two days later the pt died. Dates of use: (B)(6) 2010, less than one day. Diagnosis or reason for use: mitral valve stenosis - replacement of. Event abated after use: yes. Event reappeared after reintroduction? No.